Event description:
It was reported while using bd vacutainer® serum, cracks inside of the stopper were seen in an unspecified number of tubes resulting in underfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which showed two stoppers that had not been filled completely, but the photos did not show signs of underfill. Additionally, 30 retained samples underwent a visual inspection for defective stoppers, and none of the samples failed. Furthermore, 20 retained samples underwent a functional test for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, cracks inside of the stopper were seen in an unspecified number of tubes resulting in underfill. No adverse impact was reported regarding the patient or user.